Event description:
The customer reported that the system failed to boot to a usable state. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The uninterruptible power supply (ups) was not powered on. The ups was evaluated and enabled. The system was tested and found to be working as intended and returned to service.